Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to any of olympus locations. However, the field service engineer (fse) checked and repaired the subject device at the facility. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The subject device was working fine after the cleaning the electrical contacts, therefore omsc concluded that the subject device had no abnormality. Based upon the information from the fse, omsc considered that the reported phenomenon was attributed to the failure of the communication between the endoscope and the subject device due to unstable electrical contact which was caused by the connecting the endoscope connector to the output socket with insufficiently dried or adhesion of foreign material (chemical residue, scale, sebum stains, dust, gauze fluff, etc.). Olympus stated the appropriate handling of clv-190 and the counter measures against abnormalities in the instruction manual of clv-190.

Manufacturer narrative:
The field service engineer (fse) checked and repaired the subject device (the dusty electrical contacts were cleaned) at the facility. The subject device was working fine again. The subject device was not returned to any of olympus locations. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified timing, it was found that the scope communication error b30 was displayed. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.